Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician was asked for an opinion on whether or not the csi device caused or contributed to the perforation. The physician's opinion was that the perforation was related to the csi device, but the physician was uncertain how the csi device contributed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4)

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the mid lad. Proximal to the lesion was an area of extreme tortuosity. Glideassist was used to advance the oad past the tortuosity. Five treatments were administered with the oad on low speed. After the oad was removed, a perforation was observed in the area of tortuosity. A pericardial effusion was identified, and a drain was successfully placed. The patient went into cardiac arrest, and chest compressions were started. The patient did not recover and expired.